Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level rose over 22 mmol/l (396 mg/dl), while wearing the pod between 25 and 36 hours. The patient attempted to administered multiple correction boluses with the pod, the last one being 6 units, but they were ineffective. Therefore, the pod was removed. When removed from the infusion site (arm), the pod's cannula was observed to be bent. As treatment, the patient administered boluses via an insulin pen. The specific amount of the boluses were not provided.